Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Subsequently, the patient underwent a revision procedure. The patient paces a lot and had higher outputs. Furthermore, the impedance measurements were out of range when measured in the unipolar configuration at less than 200 ohms and 800 ohms when measured in the bipolar configuration. The patient's lead was a competitor's product. No further adverse patient effects were reported. This product was explanted along with the competitor's lead and successfully replaced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a review of the device memory revealed that a battery status of one year remaining was first triggered on february 4, 2015 and elective replacement indicator (eri) was triggered on april 14, 2015 which is the date that this product was explanted. The battery status upon interrogation in boston scientific's laboratory was found to have returned to beginning of life (bol). A longevity calculation was performed and revealed that the device was depleting faster than expected given the duration of implant. Detailed analysis identified an intermittent high current condition which prematurely depleted the battery. Further testing isolated the issue to a malfunctioning transistor. The clinical observation was confirmed during laboratory analysis and was determined to be consistent with a gate oxide anomaly.